Manufacturer narrative:
(B)(4). This event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered floating inside a filled intravia container. The particulate matter was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photograph identified particulate matter inside the fluid path of the device. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.